Manufacturer narrative:
Evaluation is in progress. (B)(4). The device has been received at our service lab in (B)(4) for investigation. A follow up report will be provided when the examination results become available.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): under infusion: on (B)(6), a new therapy was started on 0h22. After 24 hr the infusion bag should be empty, but this was not the case. It was only emptied less than half. After 22 hr they used another pump. They used spaceline was a new one. After analysing the history, we noticed that the pump gave multiple times occlusion alarms. What is the reason why the pump does not measure the correct values?. (B)(4).